Event description:
It was reported that insulin squirted out during the manual prime. The customer's blood glucose reading was 500 mg/dl. Troubleshooting was performed, and the high pressure test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.